Event description:
Patient was revised to address a broken stem.

Manufacturer narrative:
Visual examination of the returned femoral stem confirms the material fracture as reported. The stem was evaluated by a depuy material scientist. No material defects were observed in the aml femoral hip stem that could have contributed to the fatigue fracture initiation and propagation to failure. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. Based on the investigative results a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.